Event description:
It was reported that during a subtotal gastrectomy procedure, on the third fire, the stapler was fired twice before this occurred, once on the duodenum and second on the stomach. User was using the blue reload for the third fire for the small bowel. The firing was said to be smooth and the tissue was of normal thickness. The whole staple line distal to the cut line was observed to be unformed with the legs sticking outwards. User had to oversew the staple line and the procedure was completed using another like device with a new blue reload. No reported patient consequences.

Manufacturer narrative:
(B)(4). Was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.